Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the scanner cord was not working. The customer reported intermittent issues with the scanner, which frequently went offline and prevented medication scans. The customer stated that this malfunction caused a delay in dispensing the medication to the patients. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner cable was damaged. A field service engineer replaced the damaged scanner cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.